Event description:
The device was implanted on 3/22/96 for infusion of fudr and decadron through the hepatic artery for treatment of cancer. On 1/22/97, a facility nurse contacted the MFR sales rep and requested that wshe contact the implant surgeon concerning this pt device. On 1/22/97, the MFR sales rep contacted the surgeon as requested. The surgeon then supplied the following pt/device history: on 1/8/97, the pt had the device refilled by the attending physician. The attending physician noted mild swelling and irritation like a "rug burn" at the bottom of the device area. The pt then returned to the physician's office later that day because her dressing was completely saturated. The drainage was reported not to be pus. A facility nurse reapplied the dressing and the pt was told to contact the physician's office should any problems arise. On 1/20/97, the pt returned to the attending physician's office and stated that she had spoken with another physician over the weekend because she was experiencing discomfort around the device and add'l drainage. The physician had told the pt to see her attending physician on monday, 1/20/97. At that time, the device site was still very irritated and the lower device area was "weeping" of fluid. No skin erosion was noted; however, the device still "looked line combined swelling with hematoma". The attending physician did not refill the device and referred the pt to the implanting physician. The implanting physician reported that he will open the device pocket on 1/27/97. In addition, he stated that he will culture the device pocket fluid on 1/24/97.

Manufacturer narrative:
On 4/15/97, the MFR clinical rep. Reported that she has made several attempts to contact the physician to obtain follow up info; however her attempts had been unsuccessful to date. On 4/17/97, the MFR sales rep. Contacted the attending physician's office to obtain follow up info concerning the patient/device. The MFR sales rep. Was informed that the patient is doing fine and that her infection has resolved. No further difficulties are being experienced and the device will remain implanted for continued use in the patient's therapy regimen. A review of the device history record was performed on this part/serial number and no mfg variances were identified in relation to this event. In addition, a trend analysis was performed on similar reports involving this part number and no trends have been identified. Based on the available info, this event appears to have been due to physiological related factors and was not due to a device malfunction or failure. The device remains implanted and is functioning as intended. No further details are available. The MFR is now closing its file on this event.